Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity."

Manufacturer narrative:
Race: (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported a patient enrolled in a clinical study underwent total left hip arthroplasty on (B)(6) 2014 due to osteoarthritis. Subsequently, the patient experienced a superficial infection. No revision procedure has been alleged.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07690 / 1825034-2015-04058).

Event description:
It was reported a patient enrolled in a clinical study underwent total left hip arthroplasty on (B)(6) 2014. Subsequently, the patient experienced dislocation and a superficial infection; however, no revision procedure has been reported to date.